Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by mfg: examination of the returned device revealed. The distal tubing was found separated from the main shaft of the catheter (proximal shaft butt bond), exposing the inner spring coil. The spring coil was exposed .8285 inches in length. The distal section still remained connected to the main body. The break occurred where the distal tubing and the main body sections are joined together (butt bond). Traces of glue were seen on the draw down area of the distal tubing. The main body (proximal tubing) was cut near the butt bond area. The spring coil was pulled from the main body (proximal tubing). Then the main body (proximal tubing) was dissected. During visual inspection of the main body (proximal tubing) with a microscope, traces of glue were seen inside the tubing near the butt bond area. In addition, the monel safety wire was observed lifting from the draw down. Dried blood was present on the catheter handle and shaft. The handle verified normal during visual inspection. The electrical connector was intact. There was no other physical damage observed in the unit during analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specification. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported during preparation for a diagnostic procedure, the tip of the polaris dx¿ steerable diagnostic catheter "came apart" out of the box. It is noted that this product was past its expiration date. No patient complications were reported.

Event description:
It was reported during preparation for a diagnostic procedure, the tip of the polaris dx¿ steerable diagnostic catheter "came apart" out of the box. It is noted that this product was past its expiration date. No patient complications were reported.